Event description:
A user facility reported this mask leaked while it was being used in a patient. The mask was removed and replaced with another. There was no patient injury or problems. The mask has been returned to lma north america and will be forwarded to the manufacturer for evaluation.